Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of an atrial tachycardia response (atr) fallback (fb) episode was requested. The health care professional specifically inquired about the delivery of pacing therapy in the episode and if it could be programmed off. The atr mode was ddir mode and there was an ap-fb and a vp-fb. The second ap-fb caused an intrinsic ventricular beat to fall into the blanking period and then vp-ns was observed and then the patient went into a very fast rhythm in the ventricular fibrillation (vf) zone. The device appropriately delivered quick convert anti-tachycardia pacing (atp) and a shock. A boston scientific technical services consultant explained the function of fallback mode is to smooth the rate down to the lower rate limit (lrl) for the atr. The consultant stated that the ap that caused the vs to fall into blanking would be eliminated if fb mode was programmed to vdir mode. The programming suggestion will be communicated to the physician. The device remains in service and no additional adverse patient effects were reported.